Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-11673, reference MFR report: 1627487-2012-11674, reference MFR report: 1627487-2012-116755. It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the external devices. The sjm rep met with the pt and confirmed the issue. It was also reported the pt had not received effective stimulation in the past. F/u identified the physician replaced the ipg. It was reported the physician had to forcibly pull one lead out of the header of the ipg. During the removal, a piece of the tip of either the extension or one of the leads broke off into the header of the old ipg. The physician attached the existing devices into the new ipg. When the pt was programmed, it was determined one of the leads was not able to be used due to invalid contacts. Using the other lead, it was reported the pt received stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.